Event description:
Procedure and sex: unk. Reportedly, there was high output in cut mode. There were flamables near by and a report of pt burn with no indication of the degree of the burn. No treatment has been reported and the degree of burn will be provided upon receipt. The unit output in cut mode was 330 watts with it set at 300 and coag output was 150 thoug it was set at 120 during testing after incident. Generator was used with valleylab pencil. Mono-polar mode was used during surgery.